Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that he had an enlite sensor and when it retracted, it pulled the sensor wire up. Customer stated that the wire looks like it is split in two. Customer's blood glucose was 148 mg/dl. Customer stated that when he went to remove the needle hub after the sensor was inserted, it pulled through on top of the sensor where the introducer needle goes through. Customer stated that when he went to pull off the needle housing, he felt some resistance and it pulled out the cannula. Customer was walked through the insertion process and follows the proper method. Customer will send the sensor back.

Manufacturer narrative:
Reliability analysis inspected one opened/used enlite sensor and found the sensor cannula was broken. Unable to confirm that the customer received the sensor in said condition due to the product being returned opened/used. Also checked the needle for burrs/hooks and dull needle tip defects and none were found. The introducer needle passed per specifications.